Manufacturer narrative:
Reported event: attachment would not fully lock down onto saw blade. Could not pass robot checkpoint before cutting case type: tka surgical delay: approx. 20 minutes update: ""the patient was under anesthesia during the time of the event"" did the saw attachment fall out of the mics handpiece during cutting? Yes/no. As per the mps ""no it did not"". Functional inspection: shows that the locking knob turns freely and there is no movement from the blade locking clamp. The failure mode is confirmed. Visual inspection: shows that the cap pin is broken. See attached picture. There are also marks on the knob from where the wrench makes contact. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as the failure is consistent with excessive force applied by the knob. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 03-06-2017, devices manufactured: 50, devices failed inspection: 7, nc/npr/qt numbers: qt17-03-0016. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35010217 shows 3 additional complaint(s) related to the failure in this investigation. Complaint # (B)(4), (B)(4), (B)(4). Complaints related to p/n: 212186 will be tracked by trend request# 1191. Conclusion: the complaint of a saw attachment not clamping the blade properly was confirmed. The issue was traced to a broken cap pin. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Attachment would not fully lock down onto saw blade. Could not pass robot checkpoint before cutting. Case type: tka. Surgical delay: approx. 20 minutes update: "the patient was under anesthesia during the time of the event" did the saw attachment fall out of the mics handpiece during cutting? Yes/no. As per the mps "no it did not".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Attachment would not fully lock down onto saw blade. Could not pass robot checkpoint before cutting. Case type: tka. Surgical delay: approx. 20 minutes. Update: "the patient was under anesthesia during the time of the event" did the saw attachment fall out of the mics handpiece during cutting? Yes/no. As per the mps "no it did not".